Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that at the end of a procedure the handpiece felt hot. The procedure was completed. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, there was no handpiece returned for evaluation. Without the returned item, or additional information the root cause cannot be conclusively identified. The handpiece was manufactured on november 5, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).